Event description:
A report was received from a distributor that the irrigation port on two devices, where saline is used, were too loose. As a result, the end user has stated that the pt became desaturated and medical intervention was required. The pt was given oxygen and the catheter was replaced. There was no injury to the pt. The hosp was contacted for pre and post incident information by the distributor. Questions were asked regarding the pt's age and gender, final status, if the hosp stay was extended due to the incident, and which end of the irrigation port was loose? No response has been received to date.